Event description:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states, the pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: b3 event date should have been 30 august 2022.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Electrical, mechanical, and longevity analysis was normal with no anomalies found.